Event description:
It was reported that the tps unidirectional footswitch was discovered to have an exposed wire at the base of the footswitch connector end during testing at the user facility. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the tps unidirectional footswitch was discovered to have an exposed wire at the base of the footswitch connector end during testing at the user facility. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The investigation confirmed that the footswitch outer sheathing on the cable of the footswitch was torn; there were no bare visible copper wires. Flexing of the cable or compressive shear loading are known causes of the reported event. The device was discarded by the manufacturer.